Event description:
Patient treated by ems at home for hypoglycemia. Reporter indicates patient had been quite active today and not eaten well. User error likely caused event. Product not being returned for analysis.